Event description:
The manufacturer received information alleging a ventilator service required error occurred, while the device was in use on a patient. There was no harm or injury reported. During the evaluation, the reported issue was duplicated, and the error code was found in the ventilator's downloaded error log. The detachable battery was replaced to address the issue. Additionally, final testing, battery check, valve check, run in test, and cleaning confirmed the unit operated properly.